Event description:
It was reported that the outer layer of the screw peeled during insertion and a replacement was required. No patient injuries or significant delay reported. Procedure was finished with the same device. There was no loss of tissue fixation, no additional bone hole required, no void left in the patient's bone. The layer that peeled off was removed from the patient with no issues.

Manufacturer narrative:
The reported 8x25mm biosure ha screw intended for use in treatment, was not returned for evaluation. Clinical details provided confirmed that the 8mm screw threads peeled off during insertion into the 7mm tunnel. In using an 8 mm screw the threads likely came in contact with the hard cortical layer of bone during insertion. If the product is returned in the future the complaint can be reopened and evaluated.